Event description:
(B)(4) study. Same case as: 2134265-2012-05827, 2134265-2012-05828. It was reported that post a coronary stenting treatment procedure, the patient experienced timi flow degradation and or sluggish flow. On (B)(6) 2012, the patient presented due to stable angina (ccs classification) and was referred for cardiac catheterization. Target lesion 1 was located in the distal left anterior descending (lad). The lesion was 90% stenosed, 2.5mm in diameter and 12mm long. The lesion was treated with direct stent placement using a 2.25x24mm ion stent. Post dilation was performed. Residual stenosis was 0%. Target lesion 2 was located in the mid lad. The lesion was 90% stenosed, 3.0mm in diameter and 15mm long. The lesion was treated with direct stent placement using a 2.75x28mm ion stent. Post dilation was performed. Residual stenosis was 0%. Target lesion 3 was located in the proximal lad. The lesion was 90% stenosed, 4.0mm in diameter and 20mm long. The lesion was treated with direct stent placement using a 3.5x28mm ion stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. Six (6) days after the index procedure, during the coronary angiography procedure, sluggish flow was noted in the lad. The facility confirmed it was a timi flow degradation. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(4) device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).